Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number:sc-1232. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) lead revision due to high impedances and implantable pulse generation (ipg) due to cognitive deficits. The patient was doing well postoperatively, and the explanted products were not released by the facility.